Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that during insertion of the adc device, the adc device did not detach from the applicator. The customer was contacted successfully, and there was no report of adverse event or third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5187891, mw5187892, mw5187893, mw5187895. All pertinent information available to abbott diabetes care has been submitted.